Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text: see h.10.

Event description:
It was reported that the spike on the unspecified bd alaris¿ pump set tubing broke off while spiking the bag of cytarabine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the assigned rn called me that the spike of the alaris chemo tubing broke while she was spiking the bag of cytarabine. On inspection,half of the spike was broken inside the phaseal. Pharmacist assigned notified and paharmacy tech to picked up the chemotherapy for replacement. At 2245 new chemo bag was replaced and dose was given immediately."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the spike on the unspecified bd alaris¿ pump set tubing broke off while spiking the bag of cytarabine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the assigned rn called me that the spike of the alaris chemo tubing broke while she was spiking the bag of cytarabine. On inspection,half of the spike was broken inside the phaseal. Pharmacist assigned notified and paharmacy tech to picked up the chemotherapy for replacement. At 2245 new chemo bag was replaced and dose was given immediately."